Manufacturer narrative:
Further information from the reporter regarding event product or patient details have been requested. No additional information is available at this time. The event of bump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported that after injection in the "temple area" with "juvederm" , the patient developed a bump below the eyebrows. Hyaluronidase was provided as treatment.